Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, noise was observed on the lead. The lead was not used, and another lead was attempted. Noise was also observed on the new lead, which resolved itself. The lead was implanted, and is still in use. No patient complications have been reported as a result of this event.